Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported the subject received integra, with irrigation and debridement on (B)(6) 2012. The subject's wound, was documented as being on the right dorsal and plantar foot, had a surgical, diabetic neuropathic ulcer etiology. The wound's approximate measurement was 11 cm length, 4 cm width. On (B)(6) 2012 the subject had an averse event of an infection, and was readmitted. This event was documented as severe and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken were debridement, reoperation, and concomitant medications and therapy of intravenous antibiotics (unspecified). On (B)(6) 2012 irrigation and debridement of the target wound was performed. On (B)(6) 2012 irrigation and debridement, and bone resection of the target wound was performed. This event was deemed ongoing as of (B)(6) 2013 when the subject was discharged from the hospital. On (B)(6) 2013 the subject was readmitted for an adverse event of an infection thought to be related to the previous infection on (B)(6) 2012. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken on (B)(6) 2013 was a below knee amputation (bka). This event was deemed resolved on (B)(6) 2013 when the bka surgery was performed. There are no additional follow-up visit reports available.